Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and cause injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and cause injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to their history of left lower extremity deep vein thrombosis (dvt) and pulmonary embolus (pe). The filter was placed via the right groin and the patient was reported to be stable post implantation of the filter. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about eleven years post implantation of the ivc filter. The patient reports tilt of the filter, perforation of filter struts outside the ivc, and fear that the filter will migrate, fracture, further perforate, tilt, and cause blood clots. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Event: the following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to their history of left lower extremity deep vein thrombosis (dvt), pulmonary embolus (pe), anemia, and vaginal bleeding. The filter was placed and deployed via the left femoral vein and the patient was reported to be stable post implantation of the filter. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the ivc filter due to their history of left lower extremity deep vein thrombosis (dvt), pulmonary embolus (pe), anemia, and vaginal bleeding. The filter was placed and deployed via the left femoral vein and the patient was reported to be stable post implantation of the filter. The patient had a CT scan that revealed that the filter has subsequently malfunctioned and cause injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the ivc. Per the patient profile from (ppf), the patient reports tilt of the filter, perforation of filter struts outside the ivc, and fear that the filter will migrate, fracture, further perforate, tilt, and cause blood clots. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Fear does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and cause injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to their history of left lower extremity deep vein thrombosis (dvt) and pulmonary embolus (pe). The filter was placed via the right groin and the patient was reported to be stable post implantation of the filter. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about eleven years post implantation of the ivc filter. The patient reports tilt of the filter, perforation of filter struts outside the ivc, and fear that the filter will migrate, fracture, further perforate, tilt, and cause blood clots. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. The fear experienced by the patient does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: date received by manufacturer. No further additional information will be forthcoming.